Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that when deploying the marker there was no marker in the biopsy cavity. "We investigated the deployment device and nothing was found in side the device neither". No injury or misdiagnosis was reported.

Manufacturer narrative:
The reported device was received and tested. Clinically used and latched device was returned with bent tubing and no marker present in the device. A marker was placed in device and device passed marker deployment test.